Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for service due to internal issues with the upper and lower case, the control knobs being broken, and the battery removal test failed. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The upper and lower case were found to be damaged internally. Three control knobs were found to be broken. Battery removal test failed on the test system due to the main printed circuit board (pcb) being defective. The upper case, the main keypad, the atrial keypad, the lower case, the manufacturer logo, the main pcb, the battery flex assy, the lead flex assy, the control knobs (3), the knob spring (3), and the washed insulator needed replacement. The device was sent back to the customer unrepaired as they did not approve the repairs. If information is provided in the future, a supplemental report will be issued.